Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the cervical posterior fixation was applied to trauma by using the viper ii system. The fixed are was l2-l4. During the surgery, the following event was confirmed at the time of set screw insertion. The surgeon loaded a set screw (part#: unk) tightly onto the set screw inserter (part#: unk). He tried to loosen the set screw by rotating the set screw inserter, without turning the dial of the set screw inserter. Then, the tip of the set screw inserter in question got broken. It was confirmed under the x-ray that the broken pieces were removed from the patient¿s body. The surgery was successfully completed, and there was no adverse consequence to the patient.